Event description:
Elderly male with history of paroxysmal atrial fibrillation. Procedure: electrophysiology study with ablation. The needle of the medtronic flexcath cross sticks past the end of the sheath. It does not retract into the sheath. Product not used on patient. No known harm.